Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot# 6079499 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect was observed from the returned product. Investigation methods/results: the device was returned with implant carrier but not in original package. The implant was verified to be a hahn tapered implant ø3.0 x 16 mm (70-1154-imp0003) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the threading of the implant. Root cause: "loss of osseointegration" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient had signs of inflammation and granulation/fibrous tissue around the implant. IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin.

Manufacturer narrative:
This is the 2nd of 2 failed implants reported on the same patient. The device has not been returned. When the device is returned an investigation will be carried out and a supplemental report will be submitted. Patient's weight is not recorded in the dental office.

Event description:
It was reported that the hahn tapered implant failed. The patient has bone type I and no medical or dental history prior to implant. The patient presented on (B)(6) 2021 for primary procedure on tooth #22. The patient returned on (B)(6) 2021 with complaints of pain. Upon examination the provider notes signs of inflammation and granulation/fibrous tissue around the implant. The implant lack stability and the device was removed.